Event description:
It was reported that this right ventricular (rv) lead initially showed high out-of-range shock impedance likely due to electromagnetic interference (emi) during an ablation. Electrograms also showed right atrial (ra) lead noise with oversensing. Shock impedance later returned to normal, and no adverse effects occurred. About 16 months later, intermittent high rv pacing impedance and elevated thresholds were observed, consistent with spring contact lead-header interaction. There was no noise or impact to sensing or therapy. The ICD system remains in service with no reported patient harm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).